Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbc3d4 ICD implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient was in the hospital loading on amio because they had gone into atrial flutter leading to heart failure. When the pacing rate was increased on the implantable cardioverter defibrillator (ICD), they got safety pacing and possible crosstalk. The impedances were fine, but the threshold on the right atrial (ra) lead was variable. The device and lead remain in use. No patient complications have been reported as a result of this event.